Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error was received on the programmer when trying to print to the strip printer. The power was cycled, and the error cleared, but the "select model" screen was "fuzzy." The same device was interrogated, and once the interrogation was completed, the screen was clear. It was further noted that telemetry was lost for the interrogation, but when retried, it was successful. The programmer remains in use and will be evaluated to determine if it needs to be returned for repair. No patient complications were reported as a result of this event.